Manufacturer narrative:
Broggi e, ma a, giretti g, tabchouri n, lorphelin h, brichart nm et al. Long-term outcomes of 80-watt ktp and 120-watt hps greenlight photoselective vaporization of the prostate. Urol int. 2014:93:229-36.

Event description:
It was reported to boston scientific via an article published in urologia interntionalis that a prospective study was conducted in order to assess the long-term functional results and postoperative complications of greenlight 80-w potassium titanyl phosphate (ktp) and greenlight 120-w hps photoselective vaporization of the prostate (pvp) procedures. A total of 77 patients who underwent procedures between september 2005 and may 2008 were followed. At the end of the four-year follow-up period, 15 patients were lost to follow-up and 20 patients had died from causes not related to the device or procedure. As a result, data for 42 patients was available at the end of the four-year period. All procedures, 67% of the procedures in this study, that occurred from 2005 to 2007 were performed using the 80-w ktp laser. All procedures performed 2007 and on were performed using the 120-w hps laser. All patients had a urinary catheter placed postoperatively which were then withdrawn on day 1. Ten patients experienced catheter withdrawal failure and required another catheter to be placed. The patient's then had follow-up appointments at 1 month, 3 months, 6 months, 1 year, 2 years, 3 years and 4 years post-procedure. At the one month follow-up appointment, the following complications were reported: 7 patients had urinary retention, 17 patients had urge incontinence, 21 patients had urgency/incontinence, 14 patients had pollakiuria, and 11 patients had a urinary tract infection. At the three month follow-up appointment, the following complications were reported: 4 patients had urinary retention, 22 patients had urge incontinence, 17 patients had urgency/incontinence, 14 patients had pollakiuria, and 4 patients had a urinary tract infection. At the one year follow-up appointment, the following complications were reported: 3 patients had urinary retention, 6 patients had urge incontinence, 5 patients had urgency/incontinence, 8 patients had pollakiuria, and 1 patients had a urinary tract infection. At the 2 year follow-up appointment, the following complications were reported: 2 patients had urinary retention, 5 patients had urge incontinence, 4 patients had urgency/incontinence, 6 patients had pollakiuria, and 5 patients had a urinary tract infection. At the three year follow-up appointment, the following complications were reported: 4 patients had urinary retention, 5 patients had urge incontinence, 6 patients had urgency/incontinence, 1 patients had pollakiuria, and 4 patients had a urinary tract infection. At the four year follow-up appointment, the following complications were reported: 4 patients had urge incontinence, 2 patients had urgency/incontinence, 2 patients had pollakiuria, and 2 patients had a urinary tract infection. The information provided also stated that bladder clot removal was performed in one patient who had a suprapubic catheter in the immediate postoperative period. Additionally, 13 patients had to undergo an additional surgical procedure. These additional procedures were mainly internal urethrotomies in order to treat a stricture. After 4 years, the following results were experienced by patients who underwent the pvp procedure: 82.5% increase in maximum urinary flow rate (qmax), 79.1% decrease in international prostate symptom score (ipss), 69.8% decrease in post-void residual (pvr) volume, 43.8% decrease in prostate specific antigen (psa) and 22.9% decrease in prostate volume.

Manufacturer narrative:
Broggi e, ma a, giretti g, tabchouri n, lorphelin h, brichart nm et al. Long-term outcomes of 80-watt ktp and 120-watt hps greenlight photoselective vaporization of the prostate. Urol int. 2014:93:229-36. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in urologia interntionalis that a prospective study was conducted in order to assess the long-term functional results and postoperative complications of greenlight 80-w potassium titanyl phosphate (ktp) and greenlight 120-w hps photoselective vaporization of the prostate (pvp) procedures. A total of 77 patients who underwent procedures between (B)(6) 2005 and (B)(6) 2008 were followed. At the end of the four-year follow-up period, 15 patients were lost to follow-up and 20 patients had died from causes not related to the device or procedure. As a result, data for 42 patients was available at the end of the four-year period. All procedures, 67% of the procedures in this study, that occurred from 2005 to 2007 were performed using the 80-w ktp laser. All procedures performed 2007 and on were performed using the 120-w hps laser. All patients had a urinary catheter placed postoperatively which were then withdrawn on day 1. Ten patients experienced catheter withdrawal failure and required another catheter to be placed. The patient's then had follow-up appointments at 1 month, 3 months, 6 months, 1 year, 2 years, 3 years and 4 years post-procedure. At the one month follow-up appointment, the following complications were reported: 7 patients had urinary retention, 17 patients had urge incontinence, 21 patients had urgency/incontinence, 14 patients had pollakiuria, and 11 patients had a urinary tract infection. At the three month follow-up appointment, the following complications were reported: 4 patients had urinary retention, 22 patients had urge incontinence, 17 patients had urgency/incontinence, 14 patients had pollakiuria, and 4 patients had a urinary tract infection. At the one year follow-up appointment, the following complications were reported: 3 patients had urinary retention, 6 patients had urge incontinence, 5 patients had urgency/incontinence, 8 patients had pollakiuria, and 1 patients had a urinary tract infection. At the 2 year follow-up appointment, the following complications were reported: 2 patients had urinary retention, 5 patients had urge incontinence, 4 patients had urgency/incontinence, 6 patients had pollakiuria, and 5 patients had a urinary tract infection. At the three year follow-up appointment, the following complications were reported: 4 patients had urinary retention, 5 patients had urge incontinence, 6 patients had urgency/incontinence, 1 patients had pollakiuria, and 4 patients had a urinary tract infection. At the four year follow-up appointment, the following complications were reported: 4 patients had urge incontinence, 2 patients had urgency/incontinence, 2 patients had pollakiuria, and 2 patients had a urinary tract infection. The information provided also stated that bladder clot removal was performed in one patient who had a suprapubic catheter in the immediate postoperative period. Additionally, 13 patients had to undergo an additional surgical procedure. These additional procedures were mainly internal urethrotomies in order to treat a stricture. After 4 years, the following results were experienced by patients who underwent the pvp procedure: 82.5% increase in maximum urinary flow rate (qmax), 79.1% decrease in international prostate symptom score (ipss), 69.8% decrease in post-void residual (pvr) volume, 43.8% decrease in prostate specific antigen (psa) and 22.9% decrease in prostate volume.